Manufacturer narrative:
This report is submitted on 1 july 2020.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently underwent revision surgery on (B)(6) 2020, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.